Event description:
It was reported that the right atrial lead exhibited under sensing, high impedance and high thresholds during the ventricular lead revision. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.